Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was the need to complete a reverse sync following ka. A technical support specialist syncing the station, backing up transactions and station inventory to the ephi, and preparing to report back to the main case for the next station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had gps recovery. The malfunction occurred while the user was trying to issue medication to the patient. However, no adverse events or injuries were reported based on this incident.